Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, multiple alerts for high, out of range pacing lead impedance were observed. Upon interrogation, impedance measurements were normal. Device was reprogrammed. No known complications to the patient after the event.